Event description:
The pt called lifescan and alleged the one touch ultra meter was reading inaccurately erratic. The medical affairs specialist contacted the pt to confirm the info. The readings were 78 mg/dl and 279 mg/dl within "about 15 minutes." (Does not meet lifescan criteria for precision) the pt stated before testing they were feeling dizzy. A medical professional was contacted for advice; advised to watch diet and make an appointment for another day. The pt did not take any action following use of the meter. At the appointment the pt's routine medication of metformin twice a day was increased. The pt stated that they had control solution at the time of the call to lifescan, was not expired, and the test passed. Based on the info obtained from the pt, symptom preceded testing, no treatment or action at time of concern. The test strips were replaced and return expected. Medical affairs specialist replaced the meter per request. Reported for precision. The test strips were replaced and return expected. Medical affairs specialist replaced the meter per request.